Event description:
I have had a zimmer trilogy acetabular sys hip replacement in the right side. Since then my hip has got worse and I'm not able to lay on my right side at all. I have osteoarthritis in my right side also. I thought I could go back to work after this but I'm able to stand, sit, or really anything very long before I'm hurting so bad that I have to lay down for awhile. Then they put a rod from my hip to my knee to length my leg 3 inches and didn't tell me until a month later. I'm in so much pain and really just wish I didn't do the surgery but I was really doing for my 3 kids. I wanted to be able to do more things with them and now I still am not able to do anything with them. I have pain shooting all the way up my right side of me constantly. I just wish the pain would go away. People don't realize how much pain I'm in and if they did they would understand but I don't think anyone cares. I finally got physical therapy through my primary dr my surgeon didn't send me through therapy. It was six months after I had surgery when I started physical therapy. I went for about 2 to 3 months and it helped a little bit and got me mobile and able to get up stairs again but I still can't do a lot of things and I'm never out of pain even with pain medication. (B)(6).